Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was exhibited on the atrial lead. When the patient presented for a device check at the clinic, noise was not reproducible, so programming changes was not made. The patient was stable.